Manufacturer narrative:
(B)(4). One endobronchial tube was received for investigation. Visual and performance tests were conducted, and it could not detect any issues on the returned sample. The customer reported failure mode was not verified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pre-use testing, the physician inflated the endobronchial tube cuff without issues, but felt resistance when trying to deflate it. The physician was unable to completely remove the air from the cuff. There was no patient involvement.

Manufacturer narrative:
(B)(4)